Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report receiving 21 and 75 in quick succession. Is unhappy with her meter readings. Analysis run on clark error grid using mean avg. Reading (48) as ref. Point vs. Bd readings (21, 75) yielded data points in the d range of the grid, outside of acceptable limits.